Event description:
While repositioning a trauma pt during a CT examination, the patient's arms were being moved above his head. The pt fought back and struck the plastic plexi-ring that encircles the gantry with their right elbow. As a result, the plastic plexi-ring was pushed inside the gantry and became caught on the rotating collimator. While caught on the rotating collimator, the damaged plastic plexi-ring became damaged and allegedly lacerated the patient's elbow with an exposed, sharp edge. This was a trauma pt who was being treated for injuries sustained in a motor vehicle accident.

Manufacturer narrative:
Other: plex-ring became damaged during system use.